Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown. Additional information will be provided once available. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope which is an olympus asset with no reported complaint. During the evaluation of the device, missing adhesive was found at the forceps cover, and minor peelings were present at the ultrasound transducer adhesive. There was no patient involvement.